Manufacturer narrative:
A recovery procedure was successfully performed on (B)(6) 2017, resolving the inductive telemetry issue.

Event description:
During a regular follow up on (B)(6) 2016, the device could not be interrogated with three programmers, using inductive telemetry. There was no inductive telemetry issue during the previous follow-ups (on (B)(6) 2016). The patient was not followed up by remote monitoring system but rf for remote monitoring system parameter is on. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.

Event description:
During a regular follow up on (B)(6) 2016, the device could not be interrogated with three programmers, using inductive telemetry. There was no inductive telemetry issue during the previous follow-ups (on (B)(6) 2016). The patient was not followed up by remote monitoring system but rf for remote monitoring system parameter is on. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During a regular follow up on (B)(6) 2016, the device could not be interrogated with three programmers, using inductive telemetry. There was no inductive telemetry issue during the previous follow-ups (on (B)(6) 2016). The patient was not followed up by remote monitoring system but rf for remote monitoring system parameter is on. Preliminary analysis confirmed the reported event. Following livanova's recommendations, a recovery procedure will be performed for this patient on (B)(6) 2017 to resolve the inductive telemetry issue.